Manufacturer narrative:
Correction: g3: the awareness date should have been 03 april 2024 rather than 02 may 2024

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented for a lead revision procedure. Prior to the procedure, it was noted, that the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure. New information received notes it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.